Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in pacing inhibition and loss of capture (loc). The patient experienced an asystole. It was noted that when the device was programmed bipolar, there was no stimulation. Additionally, there were noisy signals on the rv electrogram (egm) during isometrics. The patient was sent to the clinic. The device was reprogrammed to resolve the issue. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis as the lead remains in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. A risk review was completed and confirmed that the event of brady pacing not delivered when required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in pacing inhibition and loss of capture (loc). The patient experienced an asystole. It was noted that when the device was programmed bipolar, there was no stimulation. Additionally, there were noisy signals on the rv electrogram (egm) during isometrics. The patient was sent to the clinic. The device was reprogrammed to resolve the issue. The lead remains in use. No additional adverse patient effects were reported.